Manufacturer narrative:
The investigation access site bleeding and infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The user facility reported a 34-year-old male patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient experienced access site bleeding and was treated with sutures and blood products. Additionally, the patient developed sepsis of an unknown cause. On day nine of support, the patient¿s condition deteriorated and the patient expired. Per abiomed's medical safety officer review, there is not enough information to associate the use of device with the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿